Event description:
The patient's bladder neck was perforated by an implantation instrument (trocar) during a proact implantation procedure. Implantation procedure was aborted. A catheter was placed in the patient and will remain for 10-14 days. The patient was put on antibiotics. The patient will be implanted with proact when the tissues have healed. The initial reporter's resident was performing the proact procedure and perforated the bladder neck. The initial reporter stated that surgical error was the cause of the adverse event.